Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received. (B)(4).

Event description:
According to the reporter, during a wedge resection, prior to firing staples were protruding from the jaws. The surgeon fired the device but staples were not formed completely, which resulted to unstapled tissue. The staples were noted to be slightly bent at only the tip of the legs. The staple line was oversewn manually. Prior to the fire the surgeon closed the device on the tissue and then released it, then closed again the device on the tissue to fire. The event occurred in use for patient. The procedure was completed with manual suturing. The surgical time was not extended. The status of the patient: no problem. Additional tissue resection is not required. There was no tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. The product did not lock on tissue and was removed from the tissue without damaging it. No bleeding occurred. The patient gender is not available. The patient age is not available. The patient weight is not available. The device was not reprocessed/re-sterilized prior to use. The device will be returned for evaluation.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one ta 30-3.8 single use reloadable stapler . This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident states that during a wedge resection there were issues with staple formation and the stapler prefired. The instrument was received loaded with a 3.5mm single use loading unit (sulu). Visual inspection of the cartridge noted that the sulu was fully fired. The loading unit was reloaded with staples, reloaded into the instrument and applied to test media. The staple line was properly formed. Based on the product analysis, the failure was confirmed to be attributed to the reported event. A review of the device history record could not be performed because the lot number was not provided. Although the reported condition was not confirmed, it may occur when the user mistakes the tactile pre-clamp feature for the full firing stroke. This feature allows the handle to be released, without returning to its original position, for final positioning of the tissue. After the tissue is properly positioned, the handle stroke must be continued to full clamp position. Staples will only fire after the fully clamped handle returns to its original position and is squeezed a second time. The file will be closed as fired satisfactorily. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.